Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu was beeping continuously displaying "channel disconnect error. Customer stated "to get the device to stop alarming the battery must be removed from the pcu. Upon checking the logs, it errors 150.2100.5 twice a second from the moment of incident until the battery is removed (in this case just over 7 hours). The alarm cannot be silenced or confirmed. If a working pump module is reattached, the channel ID letter doesn't show up, however after the battery is removed and put back, the letter ¿a¿ shows up and the pcu passes the iui test". There was no information patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device alarming channel disconnect was confirmed through a review of the device logs; however, it could not be replicated during testing. An external and internal inspection of the suspect pcu s/n (B)(6) exhibited the following: no obvious issues or anomalies were observed with the returned device. The battery date code was recorded as 2325 (on (B)(6) 2023, 2-year-old battery). The female and male iui date codes were observed as 07/18 and 08/18 respectively (7-year-old iuis). Channel disconnect testing was unable to replicate the channel disconnect issue. A review of the pcu error log showed that the device presented 440 incidents of error code 150.2100.5 (comm transmit failure, log-only severity) on (B)(6) 2025, the last error was recorded at 8:11 am. No faults were observed for the reported date. A review of the pcu event log showed that the pcu recorded 18 channel disconnected events between (B)(6) 2025 and (B)(6) 2025, the last channel disconnect was recorded on (B)(6) 2025 at 1:29 pm, there were no infusions running during the last channel disconnect. According to bd technical service manual, the bd alaris system has been tested for a seven (7) year serviceable life. Some components experience wear and are expected to need periodic attention and replacement within that serviceable life, such as iui connectors. The bd alaris¿ system channel disconnected tip sheet has the following warnings and cautions to prevent and resolve channel disconnected alarms: when properly secured/snapped, the release latch provides a very secure connection between modules. If not properly latched, a module can be dislodged during operation. Securely attach modules as instructed to prevent damage to iui connectors and/or interruption of therapy. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the probable cause of the channel disconnect is attributed to the evidence of wear and tear and white fibrous deposits on the contact pins on the iui connectors identified during external inspection. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu was beeping continuously displaying "channel disconnect error. Customer stated "to get the device to stop alarming the battery must be removed from the pcu. Upon checking the logs, it errors 150.2100.5 twice a second from the moment of incident until the battery is removed (in this case just over 7 hours). The alarm cannot be silenced or confirmed. If a working pump module is reattached, the channel ID letter doesn¿t show up, however after the battery is removed and put back, the letter ¿a¿ shows up and the pcu passes the iui test". There was no information patient involvement.